Event description:
On (B)(6) 2022 (3:05 pm), an irras rep received a phone message from treating physician dr. (B)(6) at the (B)(6) clinic in germany, concerning a patient being treated with an irraflow system as follows" hello, yesterday we implanted a new system and it was working the whole well; today in the morning we had a small problem because the sensor detected air but after releasing air by priming once again, it worked again. In the team now only me and dr. (B)(6) know the system. We wanted you with us again to make another demonstruation and let the colleagues on the intensive care also know it". Dr. (B)(6) called again on (B)(6) 2022 (9:49 am) - he stated that the same patient was being treated during the night with irraflow but the nurses panicked as it was draining too much and so they paused the treatment. After removing the irraflow system, and evd was placed for drainage. Dr. (B)(6) asked the irras rep to come by and help re-initaite irraflow treatment and do some training of the ICU nurses. At 2:30 pm , the irras rep contacted dr. (B)(6) for planning the next steps and the doctor said it was no longer needed. He stated that he thought the irraflow system could be used for the secondary bleeding but dr. Muller declined to do so. Dr. (B)(6) interpretation of the events as described before, had that a secondary hemmorhage had occursed and the right ventricle of the patient's brain had collapsed. This was seen on CT as well as the severity of the interventricular hemmorhage. Dr. (B)(6) was in charge of the patient's care at this point in time. Later the same day, an irras representative heard from frau dr. (B)(6) stating that a report had been made to her by dr. (B)(6) of (B)(6) med. Ctr., stating as follows: "use of the device in the case of surgically newly created ventricular drainage in thecase of acute bleeding into the ventricular system . Multiple air in the tube system, therefore presumably measurement inacccuracies, (fs. A hygroma due to traction on the menenges) which has led to a midline shift that can be detected. Afterwards, termination of the irrigation and further conventional procedure without the device." On 15 august 2022, irras was notified that the patient had died on (B)(6) 2022. Dr. (B)(6) reported that the nurses caring for the patient were not proficient in the use of the irraflow system and so discontinued therapy. This is the first report since the product has been marketed of over drainage of csf attributed to the deviceinvestigation is in progress-awaiting return of product from site in germany in the EU.

Event description:
On (B)(6) 2022 (3:05 pm), an irras rep received a phone message from treating physician dr. (B)(6) at the (B)(6), concerning a patient being treated with an irraflow system as follows" hello, yesterday we implanted a new system and it was working the whole well; today in the morning we had a small problem because the sensor detected air but after releasing air by priming once again, it worked again. In the team now only me and dr. (B)(6) know the system. We wanted you with us again to make another demonstruation and let the colleagues on the intensive care also know it". Dr. (B)(6) called again on (B)(6) 2022 (9:49 am) - he stated that the same patient was being treated during the night with irraflow but the nurses panicked as it was draining too much and so they paused the treatment. After removing the irraflow system, and evd was placed for drainage. Dr. (B)(6) asked the irras rep to come by and help re-initaite irraflow treatment and do some training of the ICU nurses. At 2:30 pm , the irras rep contacted dr. (B)(6) for planning the next steps and the doctor said it was no longer needed. He stated that he thought the irraflow system could be used for the secondary bleeding but dr. (B)(6) declined to do so. Dr. (B)(6) interpretation of the events as described before, had that a secondary hemmorhage had occursed and the right ventricle of the patient's brain had collapsed. This was seen on CT as well as the severity of the interventricular hemmorhage. Dr. (B)(6) was in charge of the patient's care at this point in time. Later the same day, an irras representative heard from frau dr. (B)(6) stating that a report had been made to her by dr. (B)(6), stating as follows: "use of the device in the case of surgically newly created ventricular drainage in thecase of acute bleeding into the ventricular system . Multiple air in the tube system, therefore presumably measurement inacccuracies, (fs. A hygroma due to traction on the menenges) which has led to a midline shift that can be detected. Afterwards, termination of the irrigation and further conventional procedure without the device." On (B)(6) 2022, irras was notified that the patient had died on (B)(6) 2022. Dr. (B)(6) reported that the nurses caring for the patient were not proficient in the use of the irraflow system and so discontinued therapy. This is the first report since the product has been marketed of over drainage of csf attributed to the deviceinvestigation is in progress-awaiting return of product from site in germany in the EU.

Manufacturer narrative:
The actual control unit used on the patient was returned to the manuacturing site for evaluation. The final investigation report is attached. The investigation conclusion is as follows: the functional testing and treatment log review has demonstrated that the control unit was functioning as intended at the time of treatment . No manufacturing or design defects were identified. A review of the device history record (DHR) shows that . The control unit was assembled according to irras' approved and validated manufacturing processes. The unit was tested during manufacturing, the test results meet the specifications. It is irras' assessment that the control unit did not contribute to the events as described by the user in complaint (B)(4).

Event description:
On (B)(6) 2022 (3:05 pm), an irras rep received a phone message from treating physician dr. (B)(6) at the (B)(6) clinic in germany, concerning a patient being treated with an irraflow system as follows" hello, yesterday we implanted a new system and it was working the whole well; today in the morning we had a small problem because the sensor detected air but after releasing air by priming once again, it worked again. In the team now only me and dr. (B)(6) know the system. We wanted you with us again to make another demonstruation and let the colleagues on the intensive care also know it". Dr. (B)(6) called again on (B)(6) 2022 (9:49 am) - he stated that the same patient was being treated during the night with irraflow but the nurses panicked as it was draining too much and so they paused the treatment. After removing the irraflow system, and evd was placed for drainage. Dr. (B)(6) asked the irras rep to come by and help re-initaite irraflow treatment and do some training of the ICU nurses. At 2:30 pm , the irras rep contacted dr. (B)(6) for planning the next steps and the doctor said it was no longer needed. He stated that he thought the irraflow system could be used for the secondary bleeding but dr. Muller declined to do so. Dr. (B)(6) interpretation of the events as described before, had that a secondary hemmorhage had occursed and the right ventricle of the patient's brain had collapsed. This was seen on CT as well as the severity of the interventricular hemmorhage. Dr. (B)(6) was in charge of the patient's care at this point in time. Later the same day, an irras representative heard from (B)(6) dr. (B)(6) stating that a report had been made to her by dr. (B)(6) of the (B)(6) med. Ctr., stating as follows: "use of the device in the case of surgically newly created ventricular drainage in thecase of acute bleeding into the ventricular system . Multiple air in the tube system, therefore presumably measurement inacccuracies, (fs. A hygroma due to traction on the menenges) which has led to a midline shift that can be detected. Afterwards, termination of the irrigation and further conventional procedure without the device." On (B)(6) 2022, irras was notified that the patient had died on (B)(6) 2022. Dr. (B)(6) reported that the nurses caring for the patient were not proficient in the use of the irraflow system and so discontinued therapy. This is the first report since the product has been marketed of over drainage of csf attributed to the deviceinvestigation is in progress-awaiting return of product from site in germany in the EU. This follow up was created at FDA request to remove h1 box check and noe box check.

Manufacturer narrative:
The actual control unit used on the patient was returned to the manufacturing site for evaluation. The final investigation report is attached. The investigation conclusion is as follows: the functional testing and treatment log review has demonstrated that · the control unit was functioning as intended at the time of treatment · no manufacturing or design defects were identified · a review of the device history record (DHR) shows that o the control unit was assembled according to irras' approved and validated manufacturing processes. O the unit was tested during manufacturing, the test results meet the specifications it is irras' assessment that the control unit did not contribute to the events as described by the user in complaint (B)(4).